Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the complaint investigation. Updated fields: b5 & h2. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was additionally reported that there was a 20 minute delay with the patient under general anesthesia. The cap fell off in the patient's mouth and was retrieved with magil forceps. The customer confirmed there were no changes to the procedure or treatment. The device was inspected before use.

Manufacturer narrative:
The following patient identifiers are linked: (B)(6). This report has been submitted by the importer under this MDR report number (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the distal end cover fell off the scope and was retrieved from the patient. The procedure was completed with a similar device. There was no harm or injury reported.